Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks due to oversensing on the rv channel after atrial pacing. The hv therapy has been programmed off. The physician will monitor the patient.